Event description:
It was reported that the patient had coupling and communication issues with the recharger. The neurostimulator was suspected to be in an overdischarge condition. It was noted that she had been in the hospital for 2 weeks and had been unable to recharge during that time. Subsequent information received indicated that the patient underwent a revision and had the device and lead replaced. Further information was requested.

Manufacturer narrative:
(B)(4).